Event description:
It was reported during implant, the right ventricular (rv) lead helix became extended before the physician actually extended it. The rv lead was removed and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were stretched, the inner insulation was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead received with helix extended, stretched and bent. The lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin.